Event description:
In (B)(6) of 2011, the patient had bilateral si joint fusion using ifuse implants. In (B)(6) 2014, the patient presented to a different surgeon with complaints of low back pain. A CT scan revealed lucency around the implants and that all were short and not fully seated into the sacrum. In (B)(6) 2014, the surgeon removed all of the implants. All implants had very heavy bone on-growth and required osteotomes to remove them. The tip of the removal adapter was broken during the removal of the fifth implant due to the heavy bone on-growth, but there was no adverse event associated with the broken tip and the implant was removed with osteotomes. Allograft was placed in the holes. Iliosacral screws were then added. The status of the patient following the surgery is unknown at this time.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU and fmea, there is no evidence that the devices were out of specification. The most probable root cause is that the surgeon did not fully advance the implants across the si joint during the initial surgery. Evaluation of returned implants: "because the returned ifuse implants do not appear to be damaged in any way, except for the scrapes caused by the osteotomes, the need for removal does not appear to be implant failure." Part numbers, lot numbers, manufacturing dates and expiration dates: from procedure on (B)(6) 2011 (bilateral): ifuse implant, p/n 7030-90, lot# 3776-10022, expires 2014-02. Ifuse implant, p/n 7035-90, lot# 3776-10023, expires 2014-02. Ifuse implant, p/n 7040-90, lot# 3776-10024, expires 2014-02. From procedure on (B)(6) 2011 (bilateral): ifuse implant, p/n 7030-90, lot# 3776-10022, expires 2014-02 (x2). Ifuse implant, p/n 7040-90, lot# 7550002440003, manufactured 04/04/11, expires 2014-04.